Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of wire of the basket was fractured.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, one of the front ends of the basket wires was fractured. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, one of the front ends of the basket wires was fractured. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire of the basket was fractured. Block h11: a trapezoid rx was received for analysis. Visual examination of the returned device found the guide side car rx was push back 12 mm, the sheath was detached and accordioned. Additionally, the tip was detached, and the working length was bent. It was not possible to determine if the basket wire was broken since the basket was unable to open due the device condition. The reported event was not confirmed. The pushback of the guide side car rx may have resulted from excessive force applied to the thumb ring on the handle during attempts to fragment the stone. This force could have caused the working length to retract, thereby pushing back the side car rx. Additionally, the same force may have caused the entire device to retract, leading to sheath detachment. The sheath may have buckled under the pressure before ultimately detaching. This condition would prevent the basket from opening. There is also a possibility that the force applied during stone fragmentation exerted excessive pressure on the basket, resulting in tip detachment and bending of the working length. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.